Event description:
It was reported that during a ptca treatment procedure the maverick balloon ruptured. An air embolus was delivered through the coronary arteries and the pt became hemodynamically unstable. The pt required resuscitation and intubation, and was subsequently transferred to the intensive care unit. The pt's condition reportedly improved and pt was later discharged to home. No further info is available regarding this event.